Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 60mm diameter thoracic aortic aneurysm. The neck was described as short. Due to the short length of the healthy neck, an ax-ax (axillo-axillary) bypass was performed followed by implant of the valiant stent graft considering the patient¿s advanced age as well as urgent need for treatment. It was reported that the patient returned for follow-up two days later and the CT showed there was a type ia endoleak. The type ia endoleak was due to device migration as a result of being pulled distally while implanting another manufacturer's device. An intervention was performed for debranching and stent implantation in zone 1 by extending the proximal landing zone. Due to the short landing zone, additional stent graft were implanted just below the brachiocephalic artery (zone 1). After bypass, the fist valiant stent graft was implanted. As the type ia endoleak still persisted, the second device valiant stent graft was additionally implanted. After ballooning, the type ia endoleak decreased significantly but still remained slightly. Considering the patient¿s advanced age, the physician completed the procedure expecting for thrombus formation by transamin therapy. The physician stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be conclusively determined from the hand drawings provided. Pre-implant films, films at implant, films that showed the event, and films at secondary intervention were not provided. Complete anatomy information and stent graft in-vivo configuration could not be assessed. The reported proximal type I endoleak or stent graft patency could not be assessed from the hand drawings provided. The hand drawings did not reveal any obvious characteristics that could explain the cause of the events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.